Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery for implant removal. Intra-op, the driver lost torque and the onion part of the tip broke at iliac. The broken onion part on the tip was retrieved. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical examination identified that it appears that the driver's tip has been sheared off. The metal deformation gives in dication that the failure was the result of torsional overload. The instrument appears to have been heat treated to print specification. If information is provided in the future, a supplemental report will be issued.